Event description:
Adverse event(s): "no patient injury" (no consequences or impact to patient). Product problem(s): "a yellow advisory displayed" (device displays error message). The surgeon reported that during lensectomy with a fragmatome handpiece, a yellow advisory display displayed. The fragmatome icon was grayed out. Additional information received from the surgeon stated 95% of the lens had been removed with the fragmatome handpiece. The surgeon increased the cut rate on the vitrectomy probe and completed the lensectomy with the vitrectomy probe. The surgeon noted it took him more time to complete the remaining 5% than the previous 95%. The surgeon stated no patient injury occurred.

Manufacturer narrative:
There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. A review of complaints for the last 24 months did not indicate any additional related reports for this system. (B)(4).